Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i catheter defective / damaged and leaked the patient was given venous access, the puncture was successful and blood return was seen, and the blood seepage from the flexible tube at the end of the indwelling needle was seen when the needle core was not withdrawn, and the indwelling needle was replaced and reinserted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383313 and lot number 1216802. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.